Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated. The package was never opened. There was no patient involvement.